Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece: this mics handpiece grey handle that screws into the handpiece has fallen off and is missing. The power and everything works fine and we were able to get through the case but we will need another grey handpiece for this power. Tha case.

Manufacturer narrative:
Reported event: it was reported that mics handpiece grey handle that screws into the handpiece has fallen off and is missing. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: the product history record was not performed for s/n (B)(4) as this was incorrect. The device history record was performed for s/n (B)(4) (nearest possible s/n). The review indicated that (B)(4) devices were manufactured under lot k0a8j and 24 including (B)(4) were accepted into final stock on 10/03/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot k0a8j shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Mics handpiece: this mics handpiece grey handle that screws into the handpiece has fallen off and is missing. The power and everything works fine and we were able to get through the case but we will need another grey handpiece for this power. Tha case.